Event description:
The product was used during a thoracoscopy wedge resection procedure. Reportedly, the anvil disengaged. The surgeon converted to a laparotomy to complete the procedure. The hosp has reported the pt's condition as satisfactory.

Manufacturer narrative:
The reported condition has been confirmed; however, the exact cause could not be reliably determined.